Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead the patient encountered positional diaphragmatic stimulation that was noted as occurring for a few weeks, especially when patient is lying on the left side. Diagnostic testing was performed with express vector and there was diaphragmatic stimulation noted in all derivations. The lv lead configuration was re-programmed, and adaptive threshold was turned off. The lv lead remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.